Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database analysis showed that the battery discharge and charge profiles were observed, no anomalies were revealed, and ipg worked as expected. The patient underwent an explant procedure. No further information could be obtained.